Event description:
Customer reports a cracked dialyzer on reuse number 13 after the dialyzer was reprocessed and prior to pt treatment. The crack was visually noted to be on the venous header running vertical to the header threads. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.